Event description:
It was reported a patient experienced a hernia (type unknown) coincident to peritoneal dialysis (pd) therapy the hernia was not a pre-existing condition to the initiation of pd therapy. The patient underwent surgical hernia repair. On an unknown date, pd therapy was withdrawn and the patient was transferred to hemodialysis. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a review of the device history record, and event history record logs revealed no failure, malfunction or iipv (increased intraperitoneal volume) events that could have caused or contributed to the reported difficulty of hernia. A review of the service history revealed no failures or problems that were the same as, or similar to, the reported difficulty. The device was received and evaluated by the baxter product analysis laboratory (pal). The device passed both the homechoice (hc) rite (returned instrument test evaluation) electrical test and the rite functional test. The device was determined to meet performance specification requirements and no failure or malfunction was identified that could have caused or contributed to the event. The cause was undetermined. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The exact date of the hernia is unknown but occurred during a hospital stay beginning on (B)(6) 2013. If additional relevant information is received, a supplemental medwatch will be filed.